Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. The lead safety switch (lss) feature was activated and resulted in a switch from bipolar to unipolar configuration. Technical services (ts) reviewed the presenting electrogram (egm), which, showed ventricular pacing and capture in unipolar. Ventricular sensing and thresholds measurements were noted to be stable. Ts recommended in-clinic review of the lead with physician. The physician noted this patient was no longer followed at this facility, and planned to notify the patient to contact their cardiologist. No adverse patient effects were reported. This device remains in service. At this time, no additional information is available. If information is provided in the future, a supplemental report will be issued.